Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001274915

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient experienced heart block av. It was reported that when they were ablating with a smarttouch catheter, they caused the patient to experience a heart block. They are yet to hear how the patient is, but they believe that if the av node does not recover, they may need a pacemaker. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. No information about the ablation catheter information, only that it was a smart touch catheter. Therefore, this report is being reported under a thermocool® smart touch¿ bi-directional navigation catheter.